Event description:
A surgeon reported during intraocular lens (iol) implant surgery the iol popped out of the injector and hit part of the anterior chamber angle. The iol was repositioned in the bag causing an increase in intraocular pressure (iop) and iris bleeding. The surgeon stated he waited until the bleeding stopped and completed the surgery. He reported postoperatively no bleeding was observed. The surgeon indicated the use of an unapproved viscoelastic and handpiece. There are two medical device reports associated with this event. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: the complaint samples were not returned. Four unopened cartridges were returned for this lot number. No abnormalities were observed. Product history records for the cartridge and all documents indicate the product met release criteria. Not enough information was provided to conduct a review on the lens lot. The dvd review indicated a failure to follow the dfu and plunger override. Functional testing was conducted on two of the unopened samples per the dfu with no lens damage observed. Per the dvd review, the root cause appears to be related to a failure to follow the dfu. An inadequate amount of viscoelastic was placed into the cartridge. An unapproved viscoelastic was indicated. The lens appeared to be misfolded around the plunger tip. The trailing haptic appears to be misfolded alongside the left of plunger. The plunger tip inside the optic coupled with the lack of solution could have made the lens more difficult to advance. There have been three similar complaints reported from the same facility associated with this lot number. Additional information was requested and received. (B)(4).